Event description:
It was reported the patient is experiencing pain at the ipg site and has not used his system in over a year. The patient requests the system to be explanted. Surgical intervention is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.